Event description:
It was reported that this patient underwent a MRI and the device was programmed to MRI protection mode. It was believed that the device was not reprogrammed after the MRI. Post MRI the patient experienced a heart rate of 55 beats per minute per an external monitor and the device is usually programmed to 60 beats per minute. Additionally they experienced light headedness and shortness of breath. Attempts to obtain additional details were unsuccessful. No additional adverse patient effects were reported. This product remains in-service.